Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service technician found the distal end cover was chipped, a chip on the distal end adhesive, low suction flow. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the chipped distal end cover and low suction occurred due to a stress problem. Additionally, it's likely the chipped adhesive on the distal end occurred due to a degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.